Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to edge-card contact discontinuity, hall wire shortage, hall sensor failure, motor phase wire shortage, or 5v wire shortage. Corrective actions have been implemented to prevent the recurrence of the reported failure / phenomenon.

Manufacturer narrative:
The returned device was evaluated. Inspection found that the reported issue was confirmed. The blades were found not spinning even when the pedal is being stepped on. The handpiece was found to be faulty. This report will be supplemented accordingly following investigations.

Event description:
The device not functioning as intended, when pedal was stepped on, nothing happens with the handpiece was reported. The issue found during preparation for use. No patient involvement, no user injury reported due to the event.